Event description:
It was reported that during implant of the implantable pulse generator (ipg) system the patient died. It was further reported the device was implanted and during closing of the pocket the patient developed a pulseless rhythm. Resuscitation efforts were performed but were not successful. The cause of death and reason for pulseless electrical activity was requested and is not known. No complications during implant or performance issue with device system was reported.

Manufacturer narrative:
Corrected information: sex, date of birth.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.